Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned product was inspected, and it was confirmed that there were 2 small puncture holes to the outer packaging. The puncture holes had also gone through the outer box, and damaged the inner sterile packaging as well. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Report source: (B)(6).

Event description:
It was reported that a distributor had found two punctures to the outer packaging of the product. At the time, it was reported that the sterile packaging was not compromised. Attempts have been made and no further information has been provided.